Event description:
It was reported by the patient¿s spouse that the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately three weeks post implant of the implantable pulse generator (ipg) system. No additional cause of death information was provided by the spouse. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information has been requested of the funeral home and the implanting physician and has not been received. Concomitant products: addr01 implantable pulse generator (ipg) implanted: (B)(6) 2013; 5076-58 implantable pacing lead implanted: (B)(6) 2013. (B)(4).